Event description:
It was reported that this right atrial (ra) lead was unable to be implanted due to helix would not extend after three times of being repositioned, which may have contributed by a lead fracture. New lead was implanted. No adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The physical allegations were confirmed.

Manufacturer narrative:
The product has been received for analysis. This investigation will be updated should pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead was unable to be implanted due to helix would not extend after three times of being repositioned, which may have contributed to a lead fracture. New lead was implanted. No adverse patient effects.